Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to erosion. The crt-d was replaced in another location. No further patient complications have been reported as a result of this event.